Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported complaint. The instrument was checked for recognition on an in-house is3000 system. The system successfully recognized instrument. The pogo pins were not stuck or contaminated. The dcp (dallas chip programmer) verification of the instrument passed. Engineering was not able to replicate the recognition issue. 48 - engineering also found tube damage and poor cut performance. The distal end of the main tube had various scratch marks with light material removal. The scratches were .090 - .185 in length and not aligned with the tube axis. The evidence was inconclusive, but the damage was likely caused by mishandling/misuse. The scissors did not cut cleanly through (B)(4) suture. The suture was smashed between the blades and required multiple attempts to be cut through completely. The blades were undamaged. The shearing contact between blades felt low. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si surgical procedure the suturecut needle driver instrument was allegedly not recognized by the system. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.